Manufacturer narrative:
Section h6 - updated adverse event problem (refer to coding manual). Section h11 - updated upon investigation of the actual device used in this incident it was determined that the malfunction was caused by power issue. A field service engineer canceled the ticket since already working on this issue. The system functioned as intended after the field service engineer investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system screen was non-functional, indicating an offline status in the rss. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.